Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia/device migration. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 650cc mentor memorygel breast implants experienced right sided baker grade iii capsular contracture and left sided device malposition post procedure. The patient had a breast lift performed roughly six months post procedure. Scars had widened from the breast lift. On (B)(6) 2021 an additional breast lift, right sided capsulectomy, left sided capsulorrhaphy, and bilateral replacement with 650cc mentor memorygel breast implants was performed. See 1645337-2021-05954 for contralateral prosthesis report.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on june 11, 2021. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4) on may 26, 2021 mentor became aware that it erroneously omitted the values from section d 6b from the initial report. The correct values have been populated in this report.